Event description:
The device was used in the hosp cardiac cath lab as a rescue device while programming an ICD for a pt. Each time the pt's rhythm was placed in vfib for ICD calibration, the device was charged and remained charged until the pt's rhythm was confirmed as nsr and then the selector knob was pressed to dump the charge. According to the reporter, at the last occurrence of the ICD calibration, instead of device dumping the charge, it transferred 360 joules to the pt. No adverse affects were reported as a result of the device use.